Event description:
Had mentor saline high profile and another mentor one for the other side, I can't recollect the model. Implanted 2004, it was no problem for 5, they definitely hurt and I told my doctor but he said I needed to get use to them. (B)(6) 2019, I had a little swelling below the breast that hurt or felt weird and then my nipple and arm hurt so bad, (B)(6) I went to the hospital and they thought it was my spleen, but my bloodwork showed high calcium and high iron, so then in (B)(6) while visiting my family I woke up and could not move my arm. I had joint problems that I was trying to get figured and my joints were so bad and I was so drained all the time, nose bleeds, dizzy, temperature sensitivity, my poor teeth decayed, I don't even recognize myself. I went to my breast implant doctor, dr (B)(6), (B)(6). He said oh wow your lymph nodes are swollen, he said he had not heard of the breast implant illness, nor any, he didn't believe anyone. He said I'll take them out for (B)(6), I was so thrown back, now test results, I said I will see if my insurance can help, he said well then I will only take cash since you are using health insurance, it will be 6 months before I get to you. I was a disaster, so I've gone to the hospital 2 more times, today I thought I was having a stroke or a blood clot.. "I was so many systems.." Dr (B)(6) wasn't even going to send the implant to pathology, I asked for my medical records and saw where he had used betadine for my irrigation. When it was banned then.. I feel that I am truly dying, I have every picture of things that happen because I will write a book about this, my poor family helped the cash they could, do you have a recommendation for a doctor in (B)(6), I also have my MRI from 3"2 weeks ago, dr (B)(6) will not read it to me until I lock down an explant date with him.. It hurts because I don't trust him now.. His nurse said that they had a lot of people in that week complaining about the problem. I'm sure FDA will never even know including 2 of his nurses, I just want them out, I feel I'm declining faster and faster, please help me, I have all medical records all pictures. I also had a miscarriage, and my quality of life is please take these implants out before I die, I have never said that before my calcium test is high, my iron test is high, mch high, fast heart rate, throwing up, teeth are falling out, hair is falling out, my breast are so painful, I started thinking of ways to do it myself, but then got it back together, I'm so hurt by dr (B)(6), instead of helping us, my lymph nodes were huge, I really hurt when I came to his office, I was, dizzy, blacking out, off balance, he didn't even try to test the lymph node.. Unless I pay him in cash and he tosses my implants, he will not help me. FDA safety report ID # (B)(4).